Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer replaced the cartridge and resumed insulin, and no additional assistance was necessary. The case was subsequently closed.